Manufacturer narrative:
Result - torque box. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported by service report that the fowler was not lowering electronically or manually due to weld was broken on the torque box. No pt involvement or adverse consequences are reported.